Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
Patient direct report as part of litigation case: patient had a parastomal hernia repair on (B)(6) 2016. They inserted ethicon physiomesh flexible composite mesh. However this hernia repair was soon after found to have failed. Surgeon advised the client that mesh used at the time of the operation was faulty and had since been withdrawn from the market.

Manufacturer narrative:
Date sent to FDA: 6/28/2019.

Manufacturer narrative:
It was reported that the patient was implanted with physiomesh and secure strap on (B)(6)2016. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. On (B)(6) 2016, it was reported that a CT scan showed a recurrence of the hernia and the patient underwent a repair of the recurrence hernia on (B)(6) 2016. No additional information was provided. It was reported that this is a duplicate of medwatch 2210968-2017-70550. This medwatch is being voided. All information regarding this event will be contained in medwatch 2210968-2017-70758.